Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that her stimulation was turning on by itself, but her recharger was not showing that the stimulation was on. The patient reported that it could take her a long time to actually turn stimulation off when she tried using the stimulation off button on the recharger. The patient confirmed that she didn¿t have access to adaptive stimulation and said when she felt the stimulation come on, she didn¿t see the lightning bolt on the recharger indicating it was actually on. The patient reported that this stimulation sensation was more painful that the reason she had the device put it in and it only happened intermittently. Additional information was received from the patient via a manufacturer¿s representative (rep) on 2020-02-03. The rep reported that the ins was turning on and off by itself. The rep reported that a power on reset 0x400 was noted and the patient had a CT scan back in (B)(6). The rep reported that all impedances were within normal range. The rep reprogrammed the patient with no report of the reported symptoms. The patient was instructed to keep track of the dates if the symptoms return. The issue was resolved. No further complications were reported. Omitted information pertaining to the recharger buttons not working as it can be seen in pe (B)(4).